Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00239: screw 2.

Event description:
During the implantation of a wrist spanning plate, the surgeon experienced two screws breaking during insertion. The surgeon then removed the plate and screws and repositioned it with no other issues. The broken portion of the screw remains implanted. There was a 30 minute delay in surgery as a result.